Manufacturer narrative:
Concomitant medical products: product ID: a810, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving hydromorphone (10.0 mg/ml at 3.990 mg/day) via an implantable infusion pump. It was reported service code 224 (pump stopped due to temporary stop command) and 234 (pump stopped for 169 hours and 8 minutes) were observed. A session report from 2021-jun-24 at 11:10 was provided, confirming the service codes. There were no reported patient symptoms. Further complications were not reported. Additional information was received. The patient did not experience symptoms as a result of the stopped pump.